Event description:
The customer reported via phone call experiencing high blood glucose levels and that the insulin pump alarmed motor error. The customer's blood glucose was in the high 600 mg/dl range. The customer declined to troubleshoot for the alarm, stating that he did not have a back-up plan available. He stated that he needed to contact his doctor to retrieve insulin. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had a constant motor error during rewind due to a corroded motor home switch. The insulin pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test, and the excessive no delivery test due to the motor error alarm. The unit had a minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.